Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. It was reported that resistance was experienced when filling the cartridge with insulin. The issue was resolved by performing a supply change. There was no reported adverse effect to the customer's blood glucose level.